Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had a non-rechargeable spinal cord stimulation (scs) device implanted in (B)(6) 2013 and it had depleted by (B)(6). In (B)(6) he had a rechargeable implantable neurostimulator (ins) implanted. A loss of therapeutic effect was reported. Additional information received reported that the previous implantable neurostimulator (ins) from (B)(6) 2013 only lasted 5 months. It was noted that in (B)(6) )2013 a rechargeable ins was implanted.